Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the proximal left circumflex (plcx) artery. For pre-dilatation the 2x12mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion; however, the balloon ruptured at 10 atmospheres (atm) during the first inflation after 5 seconds. Therefore the bdc was removed from the patient. There was adverse patient effect and no clinically significant delay reported in the procedure. Rotablation, followed by dilation with a 3.5x12mm nc trek balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the mildly tortuous, mildly calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.